Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. All button functioned properly. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, scratches on display window and stained end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. Customer's blood glucose level was reported at 119 mg/dl. Product is being replaced. No further info was provided.